Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) (clinical study) patient. It was reported hypotension was present following the patient's hf sensor implant procedure. In turn, the patient was hospitalized for two days. While hospitalized, blood work was taken and came back abnormal. The patient was later diagnosed with renal failure. As a result, the patient was administered fluids/normal saline intravenously. The patient was discharged on (B)(6) 2018 and the issue has been deemed resolved. Allegedly, the doctor believes the issue was only procedure related.